Event description:
It is reported that the device was implanted in 2005. The device was revised in 2008, due to loosening. At the revision surgery, the poly was found to be worn.

Manufacturer narrative:
Evaluation summary: the cause of wear noted on the articulating surfaces cannot be definitively determined, however, the presence of 3rd body particles found on the surface could have been a contributing factor. As returned, the articular surface component shows wear and pitting on the condyle surfaces. Also, the part shows rotational striations and wear on the back side surface. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis was conducted on the articulating surface and the backside surface. Pitting was extensively observed on the articulating surface. Third body wear particles were observed. Si, ca, na, cl, s, al, o and fe were observed on many of the particles. Bone cement particles suspected to be present were not conclusively present and if present these were very few. Energy dispersive spectroscopy analysis of particle on the backside showed presence of zr. Eds analysis of the articulating surface component showed a carbon (c) peak in the spectrum, typical of uhmwpe.